Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a magnetic resonance imaging (MRI). The device detected ventricular tachycardia and ventricular fibrillation (vf); however, the magnet may have been activated as therapy was not delivered. The device was tested and found to be functioning normally. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.